Event description:
Pen needles feel like they are catching on skin - burrs - and are difficult to thread onto pen.

Manufacturer narrative:
Device not returned to manufacturer. Production records have been attached. No device malfunction found.

Event description:
Pen needles feel like they are catching on skin - burrs - and are difficult to thread onto pen.